Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported vitreous cutter stopped cutting when used during a surgery. The surgery type was unknown. The surgery was completed after the product was replaced. The aspiration condition was unknown. There was no patient harm. Additional information received from the company representative who stated the cutter probe needle was broken and it was unknown when the needle was broken.

Manufacturer narrative:
One probe was received, without a tip protector and broken needle taped to the bag, in a tray with other items. The sample was visually inspected and found to be nonconforming with the probe needle is completely broken off at the stiffener sleeve, confirming the received condition. No functional testing could be performed due to probe needle broken condition. The degree of wear could not be determined due to the probe needle broken condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure due to the probe needle broken condition. How and when the probe needle became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported cut failure was unable to be confirmed and an exact root cause for the broken probe needle could not be determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).